Event description:
The customer reported that during a routine check of the iabp, sulfur smell was noted. No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The comp svc rep evaluated the unit and was unable to detect the sulfur smell reported by the customer. The unit batteries were charging according to specifications. The power supply voltages were found within calibration. On close inspection of the battery compartment it was noticed the batteries were warped and acid was in the compartment due to the batteries venting. The batteries (part #0146-00-0039) were replaced and tested. It was performed functional and safety checks to the unit to meet factory specifications. The unit was released to the customer. The batteries replaced were received by the manufacturing facility at (B)(4) for eval. The eval is in progress. A supplemental medwatch report will be submitted when add'l info become available. (B)(4).